Manufacturer narrative:
(B)(6). A ge healthcare service representative performed a checkout of the equipment and found the equipment to function within manufacturer's specifications. The reported complaint could not be duplicated. The unit was returned to service.

Event description:
The hospital reported the unit was alarming 'tidal volume not achieved' and 'unable to drive bellows'. Flow sensors were replaced but did not resolve the reported complaint. The clinician reportedly switched to manual mode of ventilation and finished the case with no further reported problem. There was no reported patient injury.